Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing low blood glucose (bg) levels (48-60). At times the low bg would result in a seizure. Carbohydrates were consumed to address the low bg and when the bg was too low, the customer's parent assisted the customer with glucagon injections. The customer thought the low bg was due to the infusion set; however, no specific device issue was described except that it was being recalled by the infusion set company. As the low bg levels had occurred in the past, tandem technical support advised the customer to discuss the events with a healthcare provider.